Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain with stimulation. It was also reported that the patient was getting overstimulation in another area whenever stimulation was adjusted to cover a pain area. The patient underwent an ipg replacement procedure. No device malfunction was suspected.